Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced allergic reaction to the aligners, and they are making them feel sick. They report throat swelling, difficulty breathing and stomach issues. The taste of plastic lingered after taking out the aligners. They attempted to wear the aligners again but did not mention specifics. Aligner treatment stopped.